Event description:
Customer stated on the bravo capsule that failed to attach to esophagus. Doctor was able to remove the capsule out of the patient's body.

Manufacturer narrative:
No patient injury has occured following this incident.